Event description:
It was reported that this patient received multiple inappropriate anti-tachycardia pacing (atp) and shock therapy. A boston scientific technical services consultant reviewed the data and discussed programming options for this patient. Additional information was received stating the patient presented to the clinic and commanded shocks were delivered. Stable measurements of 57 ohms to 60 ohms were produced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.